Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red and raw skin irritation under the lifevest. The patient was prescribed silvadene cream to use on the reported irritation. During a follow up call, the patient reported that the irritation was getting better. There is no indication that a device malfunction caused or contributed to the reported back pain and skin indentations.